Event description:
It was reported that the patient presented in the hospital for pulse widthoptimization due to high dfts. Prior to dft testing error message was received when attempting to review a patients archived session record. At implant during dft testing, max programmed outputs were not able to convert the patients induced vf rhythm and external defibrillation was used multiple times. The programmer was rebooted and the egm channels were re-programmed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.